Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.4 inr, qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a cc-xs meter serial number (B)(4). During the sample collection process, the customer overly squeezed the tested finger. At 11:19 a.m., the customer¿s meter result was 6.3 inr. At 11:23 a.m., the customer¿s meter result was 4.4 inr. The customer's anticoagulation dose was reduced due to higher inr results. The customer¿s therapeutic range is 2.0- 3.0 inr.